Event description:
It was reported that the patient experienced inadequate coverage on the left side and the lead needed to be moved higher. Reportedly, one lead was working fine but could not be determined which of the leads needed to be replaced. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch:7110477. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.